Event description:
It was reported to boston scientific corporation that a rotatable small oval medium snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the physician inserted the device and attempted to extend the snare but did not come out of the plastic sheath. While the handle was actuated, there was no movement noted to the loop. The procedure was completed using another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned product found the flare detached. Additionally, the catheter has kink at the distal section. The handle cannula is not detached. The condition of the device rendered functional testing impossible. The complaint that there was no loop movement when the handle was actuated was confirmed; the detached flare prevented snare extension. The kink on the catheter was probably caused by manipulation of the device during use. As a result of the kink, the user likely applied excessive force to the device, resulting in flare detachment. Therefore, the most probable root cause for this event is operational context.

Event description:
It was reported to boston scientific corporation that a rotatable small oval medium snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the physician inserted the device and attempted to extend the snare but did not come out of the plastic sheath. While the handle was actuated, there was no movement noted to the loop. The procedure was completed using another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.